Manufacturer narrative:
(B)(4). A partial lead was returned in four segments for analysis. External insulation abrasion was noted at 4.2-4.5cm from the reference end of a piece of lead body insulation, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 4.4-6.7cm from the reference end of a distal piece. Internal insulation abrasion was noted at 8.5-9.6cm and 20.2-21.4cm from the reference end of a distal piece. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.